Manufacturer narrative:
The investigation was completed on (B)(6)2022: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00002112 number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(6).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The valve on the carto vizigo¿ 8.5f bi-directional guiding sheath - small was "not fully adhered to the circumference of the carto vizigo¿ 8.5f bi-directional guiding sheath - small". This led to a backflow of blood. The sheath was replaced and the issue was resolved. The procedure was continued and completed. There was no patient consequence reported. Additional information was received. The hemostatic valve was the section that broke. The hemostasis valve (gasket) did not dislodge inside or outside the hub. The brim cap/hub did not detach from the sheath. The sheath was used on the patient. No treatment required. The event was assessed as MDR reportable for a hemostatic valve separation issue.